Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Close door alarms were confirmed and were determined to be cause by failed door latch hooks causing the force to close the door to be higher than expected. The failed door latch hooks were replaced.

Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient injury.